Event description:
It was reported that the vigileo gave an incorrect cardiac output (co); the physician felt it was too high. It was not reported if any error messages were received, at the time. No patient injury occurred. Attempts to obtain additional clinical information were unsuccessful; the reporter stated that the doctor was unable to recall the circumstances and was not cooperative with the investigation.

Manufacturer narrative:
No fault found. Examination of the returned suspect device was unable to confirm the customer's experience, where it was reported that the physician 'felt' that co value was 'too high.' Additional clinical information was not provided regarding the values or circumstances. Attempts to obtain the information were unsuccessful. Evaluation testing included the 'over 36 hour burn-in test;' the same burn-in process used to detect out-of-box manufacturing failures, fatu (final acceptance test unit) and safety testing. No physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as no fault could be determined and there was no evidence of any failure of the monitor to function appropriately. The monitor will be returned to the customer.

Manufacturer narrative:
Return of the suspect device is anticipated but not yet returned at the time of this report.